Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The provided image shows evidence of flush port damage. The reported event was confirmed via this image, however, the cause of the damage could not be determined. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for a pulse field ablation procedure, a farawave catheter was selected for use. Upon unpacking the catheter and inserting the guidewire into the catheter, the physician went to flush the catheter. At this point, it was noticed that the flush port was damaged. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device was not returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure, a farawave catheter was selected for use. Upon unpacking the catheter and inserting the guidewire into the catheter, the physician went to flush the catheter. At this point, it was noticed that the flush port was damaged. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.